Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their dentist instructed them to stop using the byte aligners immediately after the dentist placed 2 crowns and the patient is scheduled for additional dental work due to significant decay due to the use of the aligners. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.